Event description:
It was reported that the patient presented to the emergency room with 2nd degree heart block, heart rates in the 35-39 bpm range and chest pain. It was also reported that there were elevated right ventricular (rv) lead thresholds. An x-ray computed tomography scan apparently uncovered an rv lead perforation. During the lead extraction, a minor pericardial effusion was noted around the lead site via transesophageal echocardiogram (tee). A new rv lead was placed and no further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary #(B)(4): the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood on the proximal conductor of the lead and it was not obstructed, the distal lv (low voltage) electrode of the lead was covered in blood, the helix of the lead was extrinsically bent, the outer insulation of the lead was extrinsically breached due to a cut and visual summary analysis of the lead indicated apparent explant damage. The lead was returned with non-severe explant damage including an extrinsic breach/cut to the outer insulation. The cut aligns with a cut on the anchoring sleeve and likely occurred during the explant while trying to remove the suture. The amount of blood on the proximal conductor is consistent with what is typically seen when the breach occurs during explant. All electrical testing was within specified parameters.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: vedr01 implantable pacemaker 2011 (B)(6); 5076 implantable pacing lead 2011 (B)(6). (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.